Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.